Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she passed out prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer had made changes to the basal rates on her own, and was later told by her healthcare professional to change them. The reservoir volume was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.